Event description:
The customer observed axsym error code 1118 (intercept too low) when running the b-hcg assay on one patient sample. The customer assayed the patient sample undiluted and diluted where the dilutions were performed manually and auto-diluted by the axsym analyzer. The customer stated error code 1118 was produced several times when the patient sample was assayed using various manual or auto-dilution methods. The customer was advised to assay the patient sample after recentrifugation or assay by another method or recollect specimen from patient.

Manufacturer narrative:
Analytical laboratory testing revealed that the presence of aggregate material in the b-hcg specimen diluent caused an increase in the background of the specimen diluent, which resulted in axsym error code 1118 and differences in concentration values when the patient sample was diluted. The formation of these aggregates in specific for the b-hcg specimen diluent (9c21j) formulation, where an interaction occurs between the bovine plasma diagnostic base (pdb) and normal goat serum (ngs). Experiments identified the presence of igm in the composition of the aggregate material in the pdb used to manufacture the affected b-hcg specimen diluents. It was determined that the pdb lots used in the specimen diluent promotes the formation of aggregates in the presence of ngs. Protein aggregates containing igm were confirmed during western blot testing performed on a sample of the specimen diluent containing pdb lot 44160x101, (supplier lot 113). Included in this study was another 9c21j sample containing pdb lot 30211x100 (supplier lot 103) which acted as a control with no presence of igm, and a third 9c21j sample containing pdb lot 22240x101 (supplier lot 103), that corresponded with a pdb lot from a previous b-hcg recall. The aggregates may clog the matrix cell and reaction cell of the axsym and imx analyzers, respectively. Protein aggregates found in the b-hcg specimen diluent may cause a decreased flow rate of the matrix cell that can result in increased background rates in the assay due to residual conjugate being present when substrate was added to the immunoassay reaction. This reduction in flow rate is associated with axsym error code message 1118 for which several complaints were received. The testing is conclusive that the formation of the igm protein aggregates in the implicated lots of pdb is the cause of the increase in background for the b-hcg specimen diluent, which resulted in the investigation of this issue. As a result of the investigation, pdb will no longer be used to manufacture b-hcg specimen diluent. The product reformulation will correct the aggregate issue when the reformulation is completed and implemented. Product was retired from the market until a new b-hcg specimen diluent buffer free of pdb is implemented. The reformulation consists of the substitution of the pdb in the current specimen diluent. Alternatives to pdb are being evaluated. This is the final report. End of report.